Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seventeen days post implant the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead and the connector damaged. If information is provided in the future, a supplemental report will be issued.